Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a left anterior descending (lad) artery. A 3.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, the stent shaft fractured during delivery of the device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Promus element, ous, mr, 3.0 x 16mm stent delivery system (sds) was returned. A visual examination of the crimped stent found stent damaged with struts overlapping and bunched. The stent moved proximally on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 235mm from distal edge of strain relief and multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip caused by the pigtail mandrel being moved proximally in the wire lumen. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a left anterior descending (lad) artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent shaft fractured during delivery of the device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.